Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that in the cardiology department, a female pt with the diagnosis of cardiogenic shock and left main stenosis had coronary angioplasty and stenting. The pt was having an intra-aortic balloon (iab) placed via the left femoral artery. The iab became stuck when the md was advancing it through the super arrow-flex (saf) sheath. The iab was removed and a second balloon was attempted. There was a 20 minute delay noted. Reference MDR #1219856-2010-00915 for the second event involving the same pt.